Manufacturer narrative:
The customer reports that the gas on the multi gas unit intermittently drops on the gas bench when in use. The device was returned for evaluation and repair. The unit was cleaned and evaluated. The reported problem of gas intermittently drops could not be duplicated through testing, troubleshooting and extended operation of the device. Replaced water trap receptacle for precaution installed a new water trap and sent a new sampling line with the unit. The unit was tested per operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 3 hours of extended testing and operates to manufacturer's specifications. The repaired device was returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reports that the gas on the multi gas unit intermittently drops on the gas bench when in use.